Event description:
Pt being treated with heat and stimulation for low back pain. Approximately 5 mins into treatment pt complained that intensity had increased to an uncomfortable level. Taken off unit and sent to urgent care for evaluation of skin for possible burn. Skin intact with no obvious burns. No sequelae anticiapted.